Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer stated that they had tried all recommended troubleshooting but alarm recurred. Customer stated that alarm recurred during manual prime. No harm requiring medical intervention was reported. The device will be returned for analysis. The device will be returned for analysis.

Manufacturer narrative:
Retainer = black. Device was returned for unexpected insulin flow blocked alarms near (B)(6) 2021 (event date). The following will be performed: download the pump trace/history files utilizing thus and review the downloaded trace/history files for no delivery (insulin flow blocked) alarms near the event date and record. Perform the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Perform a visual inspection of the electronic assembly, motor, and force sensor for physical damage or moisture damage and then measure the force sensor zero offset. Conduct a visual inspection for cosmetic damage and verify that a test p-cap locks into the reservoir compartment properly. Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded the trace and history files using thus. No unexpected insulin flow blocked alarms noted during testing. A review of the pump history files reveals there were seven (7) no delivery (insulin flow blocked) alarms [(B)(6) 2021 between 17:07 and 17:23] and seven (7) no delivery (insulin flow blocked) alarms [(B)(6) 2021 between 10:19 and 10:37] that occurred. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted during visual inspection. The force sensor zero offset is within specification. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during visual inspection: scratched case and pillowing keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.